Event description:
Information was received from the physician's office indicating that an MRI or other diagnostics had not yet been performed as they have not been able to get it approved by the patient's insurance. The cause of the inability to aspirate during the dye study and volume discrepancy had not yet been determined. No actions had been taken to resolve the issue, but the hcp was monitoring the issue at each refill. The issue had not yet been resolved, and the patient's status was the same; there was no change in the patient. The hcp referred to the last chart information from (B)(6) 2015 (previously reported in the initial report; aware date: 11/24/2015).

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4) implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with intrathecal medication via an implanted pump. The type of medication was not known to the reporter at the time of the received information. A volume discrepancy was observed during a pump refill, and as a result, an MRI (magnetic resonance imaging) was ordered to look for blockage in the catheter. No other details regarding the volume discrepancy was provided. It was noted that there was a suspected problem with the device or therapy. Information was later received from the physician's office who provided a progress office note from (B)(6) 2015. Beginning on (B)(6) 2014, the patient's pump delivered baclofen intrathecal (2000 mcg/ml; 810 mcg/day; type and lot number not provided), hydromorphone (30 mg/ml; 12.16 mg/day), bupivacaine (10 mg/ml; 4 mg/day), and fentanyl (350 mcg/ml; 141.77 mcg/day). The pump had been refilled with the same medications, without change to their concentration or dose on the following dates: (B)(6) 2014, (B)(6) 2015. The patient was seen on (B)(6) 2015 for a pump refill. The patient stated that his back pain and spasms continued to be severe, constant, throbbing, and burning. The patient had requested trigger point injections in hopes that it will provide some relief for the back spasms. The patient had been using a lot of ice on his back which seemed to give him some relief. The patient had lost more weight and was planning to have the duodenal switch done when it got authorized. Also at the same time, the patient planned to have his ventral hernia repaired. The patient was hoping more weight loss will help his back. The patient had been coughing for a week, was tired, but did not have a fever. The patient's pain score on (B)(6) 2015 was 7, and the pain ranged between 5 and 9. The patient's quality of life score was 3/10. The patient slept about 6 hours at night with 3 awakenings. The patient used a CPAP faithfully at night. The patient was taking cymbalta for depression and pain, and the patient denied "si." The patient's review of systems included a general assessment of fatigue and obesity. The patient had obstructive sleep apnea, cough, and a productive cough. The patient had myofascial pain, spasms, and an abdominal hernia. The patient had gerd (gastrooesophageal reflux disease), bph (benign prostatic hyperplasia), hypothyroidism, and hyperlipidemia. When examined, the patient was described as a well-developed obese male in obvious discomfort. The patient's lungs had right upper lobe rales and wheezing was observed. Pain was experienced with loading maneuvers in the lumbar spine. The patient had a limited range of motion of the lumbar spine, spasms, bilateral lumbar spinatus, and a ventral hernia. The patient also had tight lumbar muscles with trigger points. The patient's neurological assessment indicated paresthesia of the bilateral lower extremity, was alert, and was oriented x3. During the pump refill performed on (B)(6) 2015, the reservoir contents were withdrawn which were approximately 7.5 ml, 2 more than what was expected. The pump was refilled and there were no changes made to the medications or flex dosing. The patient's musculature was palpated and active trigger points were found to reproduce the patient's pattern of pain complaints. The following muscles were injected with a total of 10 ml of bupivacaine 0.5%: bilateral thoraco-lumbar fascia. The procedure was tolerated without sequelae and reported a reduction in pain. The healthcare provided the opioid risk management; the last urine drug screen was (B)(6) 2014 and was within expected limits, a sleep study was done, the patient used a CPAP for sleep apnea, the last check of utah dopl csd was on (B)(6) 2015 and was within expected limits, and the patient was provided with opioid risk counselling on (B)(6) 2015. The pump volume discrepancy suggested that there was possibly an intermittent obstruction to the catheter. A catheter study was inconclusive as the physician was unable to withdraw fluid from the catheter. The hcp (healthcare provider) recommended an MRI to rule out a granuloma or stenosis obstructing the flow. Until the cause of the discrepancy was determined, the intrathecal pump rate or concentrations were not going to be changed. The hcp thought that the patient's weight loss could be helping with the patient's pain. The hcp also thought that the patient would benefit from physical therapy and wrote a prescription for the therapy. The hcp also requested cognitive behavioral therapy for the patient. The patient suffered severe pain for approximately the past 30 years since a work related injury and subsequent failed back surgeries. The patient had been on high doses of opioids for the past 20 years. The patient was started on robaxin as a muscle relaxer, in an effort to try to reduce the diazepam. The patient was to continue ambien for insomnia (10 mg oral tablet, one tab at bedtime). The patient was stable and compliant, had no new adverse effects, and no aberrant behavior was suspected. The plan was to continue oxycontin (80 mg oral tablet, tid), oxycodone for pain, and lyrica for neuropathic pain (100 mg tid; attempt to reduce by 1 tablet per day). The patient was to return to the clinic on (B)(6) 2016. The patient was allergic to penicillins (rash) and chloraprep. The patient's problems were listed as depression, edema, anxiety, insomnia, hypothyroidism, anemia, chronic low back pain, central sleep apnea, spasm, spasticity, lumbar radiculitis, lumbar region post-laminectomy syndrome, hypoxemia, chronic nonalcoholic liver disease, cellulitis, and chronic urinary retention. The patient's medications were as follows: androgel 20.25 mg/1.25 gram (transdermal gel in metered-dose pump, topical, daily), levothyroxine 150 mcg oral tablet (one orally/daily), fenofibrate 160 mg oral tablet (one orally/daily), nexium (40 mg oral capsule, delayed release, orally, bid), miralax (17 gram/dose, oral powder, 17 grams daily), cymbalta (60 mg oral capsule, one tablet, daily), morphine (10 mg/ml injection, 2 ml injection every 4 hours), movantik (naloxegol) 25 mg oral tablet daily, flomax (0.4 mg oral capsule, 2 tablets daily, oral), lidoderm 5% (700 mg/patch, topical adhesive patch, transdermal route, daily use), robaxin-750 (750 mg oral tablet, oral bid), roxicodone (oxycodone) (30 mg oral tablet, every 4 hours), and valium (diazepam) (10 mgoral tablet, 2 and a half per day). The MRI that was ordered by the hcp was without contrast for a diagnosis of low back pain, radiculopathy, s/p lumbar fusion to rule out a granuloma. The evaluation of the patient's mental health was as follows: little interest or pleasure in doing things experienced more than half the days, trouble falling/staying asleep; experienced several days, feeling tired or having little energy experienced more than half the days, poor appetite or overeating experienced several days, and moving/speaking slowly or being fidgety/restless experienced more than half the days. The patient felt that these problems made it somewhat difficult to do work, take care of things at home, or get along with other people. The cause of the event or outcome was not provided. Should additional information be received, it will be reported in the form of a supplemental report.